Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed the day before (patient age, gender and weight are unknown). According to the complainant, the y-port detached from the right angle feeding tube during feeding. Procedure completed with another device (device unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.